Event description:
It was reported that the rigid video scope experienced an abnormal image. There was no report of patient harm.

Manufacturer narrative:
E1/facility name: (B)(6) hospital, (B)(6) university. E1/address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.